Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not come out of the catheter and was stuck despite moving the handle in and out. The device was then removed and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 21, 2023: it was clarified that the only device problem was the clip would not advance out of the over-sheath.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and h6 (device codes) have been updated due to additional information received on april 21, 2023. Block h6: imdrf device code has been updated to a150204 to capture that this event will no longer be reportable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not come out of the catheter and was stuck despite moving the handle in and out. The device was then removed and the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not come out of the catheter.